Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not turn black and black, and then continued to be retracted without change even if the blocker was completely withdrawn from the body. Manual compression was performed. There was no reported patient injury. The procedure was performed by retrograde puncture from the left femoral artery using a short cordis sheath. Postoperatively, a 7f exoseal was used for blockage and hemostasis after renal artery stenosis surgery. When the device was slowly retracted at an angle of approximately 40° degrees, the return indicator pulsatile blood flow stopped and then the blocker was slowly withdrawn for approximately 1 cm but the indicator window did not change. The operator had many years of experience using the exoseal. The device was returned for evaluation.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not turn black and black, and then continued to be retracted without change even when the blocker was completely withdrawn from the body. Manual compression was performed. There was no reported patient injury. The procedure was performed by retrograde puncture from the left femoral artery using a short cordis sheath. Postoperatively, a 7f exoseal was used for blockage and hemostasis after renal artery stenosis surgery. When the device was slowly retracted at an angle of approximately 40° degrees, the return indicator pulsatile blood flow stopped and then the blocker was slowly withdrawn for approximately 1 cm but the indicator window did not change. There were no visible signs of device or package damage prior to use. The vessel diameter was verified to be greater than or equal to 5 mm, and there was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site, and the target femoral site had not been closed with any closure device or manual compression within 30 days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. No difficulty was experienced connecting the vascular sheath introducer with the exoseal vcd, and the indicator wire cowling locked against the handle assembly with an audible click. The physician did not have the thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed and showing, with no anomalies noted to the loop. The indicator wire was still visible when the device was removed. The operator had many years of experience using the exoseal. A non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in manufacturing position and the indicator wire was found deployed. No catheter sheath introducer (csi) was returned for this evaluation. Finally, the indicator window was received in black/white position. During this visual analysis, a kink was observed on the proximal portion of the delivery shaft, located 16 cm apart from the distal tip. Dimensional analysis was conducted in a portion of the delivery shaft near to the affected area to verify the outer diameter. The results of the dimensional analysis were found to be within specification. The guard locking simulation could not be performed as the guard was received already locked and the indicator wire was already deployed as expected. A deployment simulation evaluation was performed. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window. Then, the deployment lever was fully depressed, achieving the indicator wire retraction and plug expected deployment. Additionally, the indicator window black/white and red position was obtained as well. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device. The functional analysis was performed, and the window achieved the 3 color changes, as expected, with plug deployment. Dimensional analysis was within specification. The internal mechanism showed no anomalies. There was a kink observed on the delivery shaft. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to this issue experienced by the customer unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. However, it is possible that the kink in the shaft led to issue with proper functionality of the device. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not turn black and black, and then continued to be retracted without change even when the blocker was completely withdrawn from the body. Manual compression was performed. There was no reported patient injury. The procedure was performed by retrograde puncture from the left femoral artery using a short cordis sheath. Postoperatively, a 7f exoseal was used for blockage and hemostasis after renal artery stenosis surgery. When the device was slowly retracted at an angle of approximately 40° degrees, the return indicator pulsatile blood flow stopped and then the blocker was slowly withdrawn for approximately 1 cm but the indicator window did not change. There were no visible signs of device or package damage prior to use. The vessel diameter was verified to be greater than or equal to 5 mm, and there was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site, and the target femoral site had not been closed with any closure device or manual compression within 30 days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. No difficulty was experienced connecting the vascular sheath introducer with the exoseal vcd, and the indicator wire cowling locked against the handle assembly with an audible click. The physician did not have the thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed and showing, with no anomalies noted to the loop. The indicator wire was still visible when the device was removed. The operator had many years of experience using the exoseal. The device was returned for evaluation.